Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544250 hemolok xl clips was received, it looks used, no original packaging was received, and lot #was not confirmed. During visual evaluation the single clip was damaged; bent hook. Failure mode slipped off vessel was not confirmed during visual evaluation; however an alternate defect was observed with sample received. Despite sample condition, functional inspection was performed: one hem-o-lok clip was placed manually on p/n 544191, batch # 04e0900 037-005; no quality issues were found during loading. Attempt to close the clip into the appropriate media tubing p/n gsn5c#305 according to manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07; however, clip did not close, this issue is due to bent hook. Although; the failure mode slipped off vessel reported by customer was confirmed during functional testing the root cause is considered unknown, since the sample was received damage. Although; from the sample received it was observed the defect reported by the customer slipped off vessel during functional testing, at this time no corrective action will be taken, since the root cause is unknown.

Event description:
Alleged event: doctor found that clips had slipped off the vessel. The doctor used a different lot to complete the case. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot number 73d1500053 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: doctor found that clips had slipped off the vessel. The doctor used a different lot to complete the case. The patient's condition was reported as fine.